Event description:
Customer reported that the screen of the insulin pump seems a little discolored. Customer stated that the left side of the insulin pump seemed pink. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.